Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". The patient was in the wheelchair when the right drive wheel assembly detached from the device. The patient was not injured in the event. The wheelchair inspection confirmed the complaint and the main hub bolt had sheared off, allowing the drive wheel hub assembly to detach itself from the motor shaft. The risk analysis shows the risk to the patient to be low. Due to this known repeat failure mode, a CAPA has been opened for this failure by our parent company. Upon completion of the CAPA, if further corrective action is required on this wheelchair this case will be re-opened and a follow-up MDR will be submitted. The suspect wheelchair was repaired and returned to the customer assembled according to specification. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports the right drive wheel came off while loading the wheelchair into a vehicle. The main wheel bolt was found sheared off. No reports of injury having occurred.